Manufacturer narrative:
Unit failed battery test, rf association and led not blinking, problem isolated to the battery assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose level. Customer was hospitalized due to swelling of the leg and the hospital changed their basal settings. Blood glucose rose to 600 mg/dl, so the doctor change the settings. Customer also reported having connection issues with transmitter and sensor. Customer declined troubleshooting for blood glucose. The transmitter and charger will be returned for analysis. The insulin pump will not be returned for analysis.